Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection: blade breakage observed. The blade piece was received with the device. The probable root cause for the reported failure involving this device could be due to excessive force applied by user to device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the samurai curved blade broke at thin point of blade. An additional portal was introduced in order to retrive broken tip of the blade. The broken piece was retrieved successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the samurai curved blade broke at thin point of blade. An additional portal was introduced in order to retrive broken tip of the blade. The broken piece was retrieved successfully.